Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v into patient's eye and noticed the lens was torn. The surgeon removed the lens without enlarging the incision and replaced it with another model lens. No patient injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens optic is torn off and another portion is torn off and missing. There is clear surgical residue on the lens. Conclusion - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.